Event description:
It was reported that went to the clinic upon hearing device beeping. Lead integrity alert (lia) was triggered due to sensing integrity (sic) and ventricular tachycardia non-sustained (vtns) episodes. It was noted the sic counts are becoming more frequent over time and that the vtns episodes showed noise. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead, the criteria for the right ventricular lead integrity alert were met, and the impedance trend on the rv (right ventricular) pacing lead was rising. There was two ventricular fibrillation (vf) less than or equal to 210 ms average ventricular cycle on (B)(6) 2013. Programmer data shows one patient alert for lead failure predictor on (B)(6) 2013. There was also one patient alert for out-of-tolerance (oot) subthreshold lead impedance on (B)(6) 2013. Weekly pace impedance trend data shows an increase for max rv pace equal to 624 to 832 ohms peak between (B)(6) 2012 and (B)(6) 2013. Concomitant products: d164vwc implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2008; 6937 implantable tachy lead, implanted: (B)(6) 1998. (B)(4).